Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the log file captured pump stop events on battery power as well as the no ground cable. The patient's short to shield has progressed into a phase to phase.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had a light brown color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. Evaluation of the submitted log files confirmed low speed operation and pump stoppages. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the returned segment of driveline from heartmate ii lvas, serial number (B)(6). The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. The log file recorded low speed operation and pump stoppages on (B)(6) 2020. The patient was connected to their power module and 14v batteries during all abnormal pump operation. The log file recorded low speed advisory and hazard alarms, and low flow hazard alarms during the abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue, resulting from a phase to phase short. (B)(6) was returned assembled with the driveline cut approximately 0.75 inches from the pump housing, and the distal portion of driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. Approximately 0.5 inches of the sealed outflow graft was returned. The outflow graft bend relief and bend relief collar were not returned. The outlet elbow was returned attached to the pump. The driveline was returned cut approximately 0.75 inches from the pump housing, and the distal segment was not returned. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, bionate layer, and the metal braided shield were unremarkable. The layers were removed, and microscopic examination of the underlying wires revealed no evidence of mechanical damage or breakdown of the wire insulation (figure 5). Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue and the potential cause of the reported events could not be determined the heartmate ii lvas IFU rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook (is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 22jun2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5, d7: additional information. Section h6: correction.

Event description:
It was reported by that the patient underwent pump exchange from hm ii to hm3 on (B)(6) 2020, due to pump stops and concern for phase to phase. The pump will be returned for evaluation.